Event description:
It was reported that the rn noted the patient reached goal temperature of 36, but steadily increased over 3 hours to 36.8. Rn reports they changed mode from max to med within hour, rn filled the water reservoir to max line, changed mode to max and noted the water temperature changed from 22.3 to 14.1 after a few minutes in max mode.

Manufacturer narrative:
The device user was instructed to switch from manual to automatic mode in the maximum cooling setting, which resulted in the water temperature decreasing and would lead to a decrease in patient temp. Based on this information, this event was likely not due to a component level malfunction as adjusting the therapy settings resolved the alleged issue.

Event description:
It was reported that the rn noted the patient reached goal temperature of 36, but steadily increased over 3 hours to 36.8. Rn reports they changed mode from max to med within hour, rn filled the water reservoir to max line, changed mode to max and noted the water temperature changed from 22.3 to 14.1 after a few minutes in max mode.